Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the user observed a recognition issue with the harmonic ace instrument during the initial install. The user completed the procedure using a backup instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was not inspected prior to use. The recognition issue occurred upon installation. The instrument did not collide with any other instruments or other hard material during the surgical procedure due to it not passing recognition.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument failed initialization when connected to the generator. A ¿replace instrument¿ prompt repeatedly appeared after tightening the instrument on the handpiece of the generator. The self-test never completed. As part of investigation, further inspection confirmed additional observations. Surface damage on the curved blade was confirmed and this observation is related to the customer reported issue. Additionally, physical damage on the teflon pad at the distal end was identified. A missing piece measuring approximately 0.07¿ x 0.04¿ was not returned for evaluation. The teflon pad damage is unrelated to the customer reported issue. The complaint was confirmed by failure analysis. A review of the submitted image was performed. The following additional information was provided: the image showed the instrument tip with no obvious damage and product information. No conclusive determination could be made based on analysis of the photo alone.